Event description:
Customer reports blood glucose result in the 470's (mg/dl) obtained on the advantage system with no high blood glucose symptoms. He reports taking his normal prescribed dose of 60units 70/30 insulin, and ate dinner. Low blood glucose symptoms were reported one hour later and customer was taken to the hospital where he reportedly had a blood glucose result in the 40's (mg/dl) on hospital meter. Customer was treated with IV glucose. A second incident was also reported, customer had blood glucose result in the 470's (mg/dl) with no high blood glucose symptoms. Normal prescribed dose 60units of 70/30 insulin was taken, and he ate dinner. One hour later customer had result of hi (greater then 600 mg/dl) and stated he felt "odd." He was taken to the hospital and believed his result was in the 40's (mg/dl) on hospital meter. Customer was treated with IV glucose, and symptoms improved. Requested return of suspect device and replacement was sent.